Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator that exhibited inappropriate anti-tachycardia pacing (atp). This was seen upon analysis of what the device diagnosed as ventricular tachycardia (vt) episodes that was actually supraventricular tachycardia (svt). Programming changes were made in order to address this issue. Patient did not experience any adverse complications and was stable.